Manufacturer narrative:
A patient experienced lead migration was reported to abbott. It was also determined the patient lost therapy. X-rays confirmed migration. As a result, both leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's leads have migrated which was confirmed via x-rays. Patient lost effective therapy as a result. To address the issue, surgical intervention was undertaken wherein the leads were explanted and a new lead was implanted. Therapy was restored post-op.